Event description:
It was reported that there was a potential incident involving a pts skin breaking down on the mattress.

Manufacturer narrative:
The product is not being returned to MFR for eval; no product malfunction is alleged.